Event description:
This report is being filed after the subsequent review of the following journal article: gyuricza, c., et. Al., (2011), removal of locked volar plates after distal radius fractures, journal of hand surgery, 36, 982¿985. Between 2004 and 2009 the authors reviewed all distal radial volar locking plates that were removed at their institution. A total of twenty-eight patients, sixteen women and twelve men underwent the removal of a locked volar distal radius plate. The indications for removal were tendon rupture, pain, intra-articular screw penetration, infection, malunion and nonunion. Out of the twenty-eight patients, 3 received a synthes 2.4mm distal radius plate and the others received a competitor¿s device. This report is for a 70 year old female patient. This is report 1 of 2 for (B)(4) for an unknown plate. This report involves an unknown plate flexor tenosynovitis and plate removal.

Manufacturer narrative:
Device used for treatment not for diagnosis. Gyuricza, c., et. Al., (2011), removal of locked volar plates after distal radius fractures, journal of hand surgery, 36, 982¿985. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.